Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. Data was provided and reviewed for evaluation on 01/20/2017. Complaint for a transmitter error was confirmed. The root cause could not be determined. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter, resulting in zero volt discharge. Data share log was reviewed, finding a transmitter error. The complaint of a transmitter failed error was confirmed. The root cause could not be determined, post investigation.